Manufacturer narrative:
The event description was updated to correct some of the initially reported information. The patient did not go through an MRI. Also, no malfunctions were indicated. (B)(4)

Event description:
A health care professional reported that the patient experienced burning at the wound site before entering the MRI room. The MRI facility realized the wound was still healing and refused to perform the MRI. They confirmed with the IFU and followed flowonix recommendations. The patient never received the MRI. All symptoms including headache and wound burning have resolved. No malfunctions were indicated.

Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that during the implant surgery, multiple attempts to enter the intrathecal space failed during catheter placement. The next day, the patient was admitted to the hospital due to a spinal headache. A blood patch surgery was performed. It was later reported that the patient experienced a burning sensation around the pump during and after a MRI procedure. The cause of the burning sensation is unknown.